Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device had a loose component inside was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had heat and vibration. It was further determined that the device failed pretest for temperature verification and vibration assessment. The assignable root cause of these conditions was determined to be traced to the user, which is user error. UDI ¿ (B)(4).

Event description:
It was reported from canada that the craniotome device had a loose component inside. During in-house engineering evaluation it was determined that the device was generating heat. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.